Event description:
Gem 4000 arterial blood gas machine ejected a cartridge before its expiration. This cartridge had a leak on the bottom of the unit which leaked on the bottom of the abg machine. Two new cartridge were then installed, both of which failed due to iqm error. Leaking cartridge lot #18119c, sn. (B)(4). Manufacturer is instrumentation laboratory. Dates of use : (B)(6) 2018 - (B)(6) 2019, diagnosis or reason for use: arterial blood gas machine, is the product compounded? No, is the product over-the-counter? No.